Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device was not confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties as they were unable to be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the 3.0x23mm xience prime stent remained successfully implanted at the left interventricular coronary artery lesion despite the deflation issue. A second abbott indeflator was able to partially deflate the balloon. A third abbott indeflator was able to successfully deflate the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.0x23 xience prime and the first abbott indeflator referenced are filed under 2024168-2017-01390 and 2024168-2017-01389, respectively.

Event description:
It was reported that a 3.0x23mm xience prime stent delivery system (sds) advanced to the left interventricular artery, 90% stenosed lesion without reported issue. The xience prime balloon was inflated to 14 atmospheres (atm) and the stent was implanted. Following, the balloon failed to deflate while using an abbott indeflator. Negative was applied for 20 minutes. During this time, the patient experienced intense chest pain without any electrocardiogram (ECG) changes. Medication was provided. Another abbott indeflator was only able to partially deflate the balloon. The chest pain stopped and the stent remained successfully implanted. The patient was discharged home in good condition. There was no additional information provided regarding this device issue.